Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge tubing. Customer's blood glucose level was 390 mg/dl. Reportedly, customer reattached the tubing to resolve issue.